Event description:
It was reported that a user experienced a scan error when attempting to scan a new freestyle libre 3 plus sensor, consistent with an intermittent communication failure, and scanning became successful after additional attempts; the user later pursued a sensor replacement with the partner organization. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure involving the electrical and magnetic system and the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.